Event description:
During priming, perfusionist noticed water drops on the floor. On further inspection, the water drops were thought to be coming from the heater cooler connection. Perfusionist initiated bypass and then it became clear that the leak was from the oxygenator. Oxygenator was changed out during bypass.